Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that an occlusion alarm occurred. A cartridge change was performed resolving the issues. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.